Event description:
Reporter alleged attempting to obtain a blood glucose result with the glucose monitoring aviva system and was unable to due to an error message. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during that time; however, when started to make a salad shortly afterwards, passed out. Reporter indicated a relative called the emergency medical technicians (emts), however, could not recall their glucose results or treatment. Reporter was stated to have been taken to the hospital where she was admitted and monitored; however, no glucose values or any subsequent treatment was unknown. A request was made for the return of the suspect device and replacement product was sent.